Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they took it out of the site and was going up to the house and son ran up and the pump got it and went into the snow and it is not waterproof and it shut down completely and would not turn back on. The pump gave a no delivery and have not been wearing it. Customer is not calling back after receiving a new battery cap. Customer states the display did not return even after inserting new battery and restarting the pump. They were unable to troubleshoot for no delivery as pump would not turn back on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, self test, unexpected restart error test and displacement test or verify no delivery alarm due to blank display.